Manufacturer narrative:
The device was returned to olympus for inspection. A root cause cannot be identified. Based on the results of the investigation, debris was confirmed inside the lens: however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Wehn you plug it in it displays scope communiction error.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that during the device evaluation, the gastrointestinal videoscope had debris inside the lens glue. There was no patient involvement.